Event description:
It was reported that the patient experienced a loss of the therapeutic effect and the physician identified that the lead accessory of the implantable neurostimulator system (ins) was not working. A surgical procedure was performed to replace the lead at which time the surgeon observed that the lead was broken. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 3389-40 lot# 0205658970 implanted: (B)(6) 2012 explanted: (B)(6) 2012.

Manufacturer narrative:
Final device analysis for the lead revealed the proximal end conductors were broken at the #0 and #1 connector sleeves.